Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No scroll bar anomaly was noted. The insulin pump had minor scratches on the display window, cracked display window, cracked display window corner, cracked belt clip slot at battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump keypad was unresponsive. Customer stated the bolus amounts continue to scroll up or down without user input. Customer's blood glucose level was 68 mg/dl at time of reporting. Nothing further reported.